Manufacturer narrative:
Please void all reports captured under medwatch: 3010536692-2019-00522. This event was incorrectly reported. All reports should be voided.

Event description:
Allegedly, patient revised due to unknown complications. Right